Event description:
It was reported the lens integrated system wifi version screen required multiple connection attempts to display correctly and briefly lost video display. Procedure was completed with the same device. No patient injury or complications were reported.

Manufacturer narrative:
There was no relationship found between the returned device and the reported incident. Visual inspection did not identify any issues with the returned unit. There were no problems found during functional evaluation.